Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2, 31 charge processes had been documented. The memory content of the ICD was checked; the clinical observation was confirmed. The inspection of the follow-up archive showed a shock impedance ">150 ohm" starting from (B)(4) 2013. The subsequent check of the impedance measurement function did not show any anomalies that could be related to the clinical observation. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time and especially the measured shock impedance were unremarkable. There were no indications of material defects or manufacturing errors for either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 122 months, a shock impedance >150 ohm was reported. During the revision, a lead defect was detected right before the shock coil. The ICD had been implanted for about 71 months. Complications arose during the operation. Opening the thorax with cardiac massage was reported. The patient was intubated after the operation and moved to the ward with artificial respiration.